Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number:(B)(6). Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was removed and replaced from a patient¿s operative eye due to a scratch observed on the lens during insertion. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. The patient is doing well post surgery. The scratched lens was discarded. No further information is available.